Event description:
During elective surgery, there was prolonged bleeding from the bifurcated crutch area of the vascular prosthesis. The bleeding was intitially vomiting and then gradualy seeped from the graft. The dr said it was difficult to stop the bleeding, which lasted for approximately one hour and required 1 or 2 extra sutures to be used. Whilst stating that the event was not temporarily life threatening, the physician believed that the event was caused by the vascutek product. The pt's post-op condition was considered normal.